Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 0100. After displaying error code 01000 (defib biphase error) the message/instruction defib failure cycle power is displayed and device operation is halted. This issue was found during user initiated testing. There was no patient involvement. The local philips authorized service rep evaluated the device and the stated problem was confirmed. The power pca was replaced to resolve the malfunction. The device passed all performance assurance tests and was returned to service.

Event description:
The customer reported that the device displayed error code 0100. After displaying error code 01000 (defib biphase error) the message/instruction defib failure cycle power is displayed and device operation is halted. This issue was found during user initiated testing. There was no patient involvement.